Event description:
It was reported that during the catheter insertion procedure, the catheter was knotted in the vessel and was removed. The doctor told that if the similar case occured, it might be a incision in the vessel and a cause of patient injury though the catheter was able to remove in this case. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot in the catheter was confirmed and the cause was use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. The sample contained use residue throughout and a simple overhand knot was confirmed near the 36cm depth marking. Microscopic examination of the knot found that it was tightly formed. The catheter material appeared normally formed. Tactile evaluation was unremarkable and the thickness of each lumen was within specification. The observed sample state appeared to be an unusual combination of catheter movement. This type of failure can possibly occur as an anomaly of catheter movement through a tortuous path. In order for a knot to form there would need to be forward motion against an obstacle, a twisting motion in order to bring the catheter through the potential loop, and a backward motion (such as withdrawal of the catheter). Avoiding twisting motions (particularly when encountering insertion difficulty) may help to avoid this type of event. No evidence of a manufacture deficiency was observed during the investigation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the catheter insertion procedure, the catheter was knotted in the vessel and was removed. The doctor told that if the similar case occured, it might be a incision in the vessel and a cause of patient injury though the catheter was able to remove in this case. There was no reported patient injury.